Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 525 mg/dl. Troubleshooting was performed. The high pressure test passed. The customer's doctor stated that the insulin the customer was using may have been bad. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.